Manufacturer narrative:
Medical device expiration date: unknown. Device manufacture date: unknown. Results: bd had not received samples, but photos were provided by the customer facility for investigation. The photos were evaluated and the customer's indicated failure mode for leakage with the incident lot was observed. However, bd was unable to determine the specific lot number associated with this complaint. Therefore, a review of the device history record could not be conducted. Bd has initiated a CAPA to document further investigation and root cause(s) of this product issue. Conclusion: bd was not able to confirm the customer's indicated failure mode. An absolute root cause for this incident cannot be determined. CAPA (B)(4) has been initiated to document the investigation and root cause.

Event description:
It was reported that the customer's bd vacutainer® winged safety pbbcs with 12 in. Tubing leaked. No serious injury or medical intervention.